Manufacturer narrative:
Manufacturer's investigation conclusion: the extrinsic outflow graft obstruction, gi bleeding, multi-system organ failure, and patient death are addressed under manufacturer reference number 2916596-2023-01562. This file will be closed as evaluation. The serial number of the heartmate 3 was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The heartmate 3 device serial number, as well as other specific case/patient information, is not available. The serial number of the heartmate 3 was not provided. The lvas instruction for use (IFU) is currently available. Multiple organ failures/dysfunction, bleeding, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Event date has been estimated. It was reported through the research article ¿extrinsic outflow graft flow obstruction in patients with heartmate3 lvad¿ that heartmate 3 (hm3) may be associated with gastrointestinal (gi) bleeding, renal impairment, heart failure exacerbation, right heart failure, and outflow graft (ofg) obstruction. Case 5 of the article involved a patient implanted in 2018 who suffered from a recurrent gi bleed and was hospitalized due to a hemorrhagic kidney cyst that required surgical intervention and permanent dialysis. A postoperative computerized tomography (CT) scan revealed a proximal ofg stenosis greater than 50%. Since the patient was free from heart failure symptoms and no alarms were recorded, no intervention was performed and the patient was discharged. Six months later, the patient was admitted for heart failure, severe right heart failure, dyspnea and ascites despite chronic hemodialysis. An intraoperative angiography and intravascular ultrasound (ivus) confirmed a severe ofg obstruction of the proximal tract. Two overlapping stents and an endoprosthesis were implanted which resolved the issue. The patient was implanted with an impella for temporary mechanical circulatory support for right heart failure; however, right heart failure persisted and the patient died 24 days later due to liver and end-organ failure. Outflow graft obstruction (related manufacturer reference number: 2916596-2023-01562).

Manufacturer narrative:
Literature review author information: ajello s et al. Extrinsic outflow graft flow obstruction in patients with heartmate3 lvad. Artif organs. 2022;00:1¿5. Https://doi.org/10.1111/aor.14450 san raffaele scientific institute, milan, italy. Date of death was not provided. Event date was estimated . Adverse event problem health effect - clinical code: multiple organ dysfunction syndrome - 3261. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.